Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was in hospital due to brady indication and a persistent left sided superior vena cava (svc). During this implant procedure the left ventricular (lv) lead was plugged into the right atrial (ra) and right ventricular (rv) ports. The physician stated that the patient had been set for lv only, and they have flagged that they use rv based timing and have programmed the patient to voo. There were also reports of oversensing, noise and pacing inhibition. The device remains in service. No adverse patient effects were reported.